Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used to treat a mildly tortuous and calcified lesion exhibiting 90% stenosis located in the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used when advancing the device. It was reported that during deployment of the stent, inflation difficulties were experienced, while inflating the balloon to 12-15 atm. It was observed under fluoroscopy that there was a difference in expansion condition between the proximal portion and distal portion of the stent. After that, an attempt was made to cross the intravascular ultrasound (ivus) catheter, but failed because it was stuck on the middle of stent. Post-dilation was performed with a nc-euphora balloon catheter, resulting in expansion of the stent being achieved. After post-dilation of the stent, ivus was performed. The procedure was completed. After the procedure, the balloon of the relevant device was inflated outside the patient¿s body without any issues. The patient is reported to be alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the delivery system returned with contrast visible in the balloon and inflation lumen. The delivery system was placed in the waterbath overnight to disperse the contrast in order to inflate the balloon. The balloon passed negative prep. On pressurisation of the delivery system to nominal pressure of 12 atm, the balloon inflated with no issues noted. The balloon maintained pressure. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one photograph was received for analysis showing what appears to be the complaint device expanded partially in vivo. The balloon appears to be inflated on one half of the balloon while the other half does not appear to be inflated. If information is provided in the future, a supplemental report will be issued.